Event description:
The lay user / pt contacted lfs on (B) (6), 2010 alleging inaccurate high readings on her one touch ultra 2 meter, a medical surveillance specialist (mss) spoke to the pt on (B) (6), 2010 and obtained the following info: the pt mentioned that she obtained a 210 mg/dl on the lfs meter on (B) (6), 2010 at 11:30pm. She did not exhibit any symptoms. Due to the elevated reading an increase of humalog based on her sliding scale and took her usual 28 units of insulin. Approx 30 minutes later, she developed symptoms of feeling sweaty, disoriented, lightheaded and fast heartbeat. Pt contacted the paramedics and they arrived 10 minutes later and obtained a 50 mg/dl on their meter. The paramedics treated the pt with peanut butter and orange juice and then tested the pt 15 minutes later and obtained a 116 mg/dl. The pt was not taken to the hosp and felt fine after treatment. The pt did not test her blood glucose on her meter at the time of exhibiting symptoms. The pt claims that her readings prior to 210 mg/dl were "normal". The test strips were in good condition and not expired. The technique of applying blood on the test strips was correct. Products were replaced. The complaint is being reported since the pt alleged that due to the elevated blood glucose reading, she took an increased dosage of insulin and later developed symptom suggestive of a serious injury and had to seek medical attention.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.